Event description:
Boston scientific received information that this epicardial left ventricular (lv) lead exhibited decreased lv impedance, decreased lv sensing and increased threshold measurements. A chest x-ray was done which confirmed that this lead had become dislodged. There was no report of adverse patient effect associated with these clinical observations.

Manufacturer narrative:
Most recently, this lv lead was removed from service and has not yet been returned to boston scientific. As new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.